Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute integrity drug eluting stents were implanted in the lad. Approximately 10 months later, the patient suffered old cerebral infarction treated with hospitalization and medication. The patient recovered. The site and the sponsor assessed the event as not related to anti-platelet medication or the device.